Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was sweating and felt "low" while the cgm was displaying 80 mg/dl. A bg was checked and it was 43 mg/dl. The patient's spouse called 911 and when paramedics arrived, the patient's spouse left the room. It was reported that the patient was treated with an IV shot and was provided peanut butter and juice. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.